Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to high defibrillation thresholds (dft's) and the advisory issued on this model device. The device was returned to guidant for analysis.